Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the entire station was unable to power on. A field service engineer replaced the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was unable to power up. Customer reported that the user was unable to administer or withdraw medication for the patient due to a malfunction and there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.